Event description:
It was reported that during a total laparoscopic hysterectomy procedure, while using device throughout case, the surgeon said it had been difficult to open device. When the surgeon was taking down uterus and had device on one side of uterus and articulated device to have jaws on opposite side of uterus, they heard a click. They saw that the tip of device was still attached but the top jaw of device (at crotch end of jaw or back part of jaw) was raised up. The surgeon had a little difficulty but was able to get device open. Case was almost complete at this point, so a kleppinger was used to control bleeding while a bovie was used to remove the uterus off of the cuff. The rep was present and noted there was some bleeding when surgeon was taking down first side of uterus, but when taking down second side it was dry with slight oozing. Amount of bleeding unknown and no blood products were given to patient.

Manufacturer narrative:
(B)(4). The device was received without the top jaw and with the shaft cover damaged. When analyzed under magnification, a piece of blue plastic was found lodged in the knife slot at the tip (distal) of the jaws. The jaw had a charred substance at the proximal end (at crotch), and the joint (interface area for mating of top/bottom jaw) is slightly bent. There is also a small gouge on the electrode. This damage may have been caused by the blue plastic found in the jaws. Functional testing could not be performed due to the missing jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.